Manufacturer narrative:
H.6. Investigation: three photos were provided to our quality engineer for investigation. Upon visually inspecting the photos it was observed that the scale of one of the syringes is not properly placed. A device history record review did not reveal any documented quality issues during the production of suspected lot 903208, 1903214, 902217, 1903216,1903211, and1807237 that could have contributed to this incident. Product undergoes visual inspections throughout the manufacturing process to ensure the quality of the device. While we could not identify a direct issue, it was determined this incident likely occurred due a defect with the pad that transfers the scale to the barrel. As a result, the pad was placed incorrectly during the marking process which lead to the defect identified in the product. H3 other text : see h.10.

Event description:
It was reported that before use of the bd plastipak¿ concentric luer lock syringe there is an issue with scale markings on the syringe. The left side starts and a different area than the rights side. This has led to a discrepancy in volumes, with a 5 ml volume difference over 16 syringes which led to a batch failure. The following information was provided by the initial reporter: the issue with the syringes is that the graduations start at different points on the syringe. The one on the left starts right at the top and the one on the right is visibly lower. This has led to a discrepancy in volumes, with a 5 ml volume difference over 16 syringes which led to a batch failure.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd plastipak¿ concentric luer lock syringe there is an issue with scale markings on the syringe. The left side starts and a different area than the rights side. This has led to a discrepancy in volumes, with a 5 ml volume difference over 16 syringes which led to a batch failure. The following information was provided by the initial reporter: the issue with the syringes is that the graduations start at different points on the syringe. The one on the left starts right at the top and the one on the right is visibly lower. This has led to a discrepancy in volumes, with a 5 ml volume difference over 16 syringes which led to a batch failure.